Manufacturer narrative:
A follow up report will be submitted, once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported, that an infusion programmed to run for one (1) hour. The nurse went back to see the patient 50 minutes later, and noticed bag is still full. Further investigation noted, that the roller clamp was left unopened. Which explained, why the fluid did not infuse. However, it was reported, that the pump module did not alarm for occlusion, despite of the roller clamp being closed. There was no harm to the patient.

Event description:
It was reported that an infusion programmed to run for one (1) hour. The nurse went back to see the patient 50 minutes later and noticed bag is still full. Further investigation noted that the roller clamp was left unopened, which explained why the fluid did not infuse. However, it was reported that the pump module did not alarm for occlusion despite of the roller clamp being closed. There was no harm to the patient.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: not applicable. Device evaluated by bd.